Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left subclavian artery. A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to the lesion. However, the guide wire became stuck in the lesion and when the physician attempted to pull back the wire, the tip of the wire got fractured and stuck in the lesion. The physician was unable to retrieved the broken tip so the tip remained inside the patient's body. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damaged , as part of overall visual revision. The wire was inspected and the polymer section is detached in the distal section exposing the core wire at 297cm from the proximal section (3cm approx missing segment of the polymer tip). The distal tip end was not returned. Overall length couldn't be measured due top the device condition (distal tip detached). Polymer tip detached length is 3cm approx missing segment of the polymer tip. Od polymer section distal tip end, od middle of the device and od proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left subclavian artery. A 300cm, 8cm poly tip v-18 control wire was advanced to the lesion. However, the guide wire became stuck in the lesion and when the physician attempted to pull back the wire, the tip of the wire got fractured and stuck in the lesion. The physician was unable to retrieved the broken tip so the tip remained inside the patient's body. No patient complications were reported and the patient was stable.